Event description:
A barostim system was implanted on (B)(6) 2025, and last titrated on (B)(6) 2026, where therapy amplitude was increased from 4.2ma to 5.4ma. On (B)(6) 2026, the patient experienced intermittent extraneous stimulation in the form of a crushing feeling around the right side of their neck that lasted about 15 minutes. They were seen for a follow up on (B)(6) 2026, and their therapy was increased to 6.4ma, and as of (B)(6) 2026, their therapy was increased to 8.6ma. Per the opinion of the physician, the root cause of the event was unknown, however it was believed to be related to a previous stroke unrelated to barostim. As of (B)(6) 2026, it was reported that the patient was stable. On (B)(6) 2026, the patient reported that they have been experiencing a shocking and choking feeling in their neck, pressure in their jaw and difficulty speaking since their last titration. It was reported that the patient was also admitted for numbness in their face. The patient reported that the only solution offered by their physician was to remove the device, which they were opposed to. They were seen for a follow up on (B)(6) 2026, and therapy was reduced to 6.4ma with hopes of mitigating the symptoms and maintaining the patient's perceived quality of life. Per the opinion of the physician, the root cause of the event was unknown, and it was noted that the patient was a poor historian and had detailed a wide variety of symptoms. The patient attributed their issues to barostim, however, the physician notes that some of the symptoms were not new and may be related to other comorbidities. The patient left their follow up appointment feeling well and they were scheduled for a follow up to check if they were tolerating new therapy setting.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was unknown, however, the physician noted that some of the symptoms were not new and may be related to other comorbidities. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).